Event description:
It was reported that this right ventricular (rv) lead exhibited high capture thresholds and loss of capture. The patient presented intrinsic bradycardia during an attempted MRI which was cancelled. No additional adverse patient effects were reported.

Manufacturer narrative:
Corrected fields: b1. Adverse event/product problem. B2. Outcomes attrib to adv event. H6. Patient codes. H6. Impact codes. H6. Device codes.

Event description:
It was reported that this right ventricular (rv) lead exhibited high capture thresholds and loss of capture. The patient presented intrinsic bradycardia during an attempted MRI which was cancelled. No additional adverse patient effects were reported. Additional information was obtained, technical services (ts) stated if lead presents an issue, performing an magnetic resonance imaging (MRI) would be contraindicated. Further information was received. The right ventricular (rv) lead was surgically abandoned due to therapy upgrade.

Event description:
It was reported that this right ventricular (rv) lead exhibited high capture thresholds and loss of capture. The patient presented intrinsic bradycardia during an attempted MRI which was cancelled. No additional adverse patient effects were reported. Additional information was obtained, technical services (ts) stated if lead presents an issue, performing an magnetic resonance imaging (MRI) would be contraindicated. Further information was received. The right ventricular (rv) lead was surgically abandoned due to therapy upgrade.

Event description:
It was reported that this right ventricular (rv) lead exhibited high capture thresholds and loss of capture. The patient presented intrinsic bradycardia during an attempted MRI which was cancelled. No additional adverse patient effects were reported. Additional information was obtained, technical services (ts) stated if lead presents an issue, performing an magnetic resonance imaging (MRI) would be contraindicated.